Event description:
It was reported that patient presented to the clinic due to a lead that measured high hv impedance. Measurement could not be reproduced in clinic during testing. The physician suspected a telemetry break issue. In 2009, the ICD went into backup vvi reset mode during dc fibber testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.